Event description:
It was reported by service report that the head breakaway section bar is bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken head section breakaway bar.